Event description:
The customer reported an issue with the pump touchscreen responsiveness, that it was frozen and not responding to input. There was no adverse impact to the customer's blood glucose level. The customer was unable to troubleshoot the issue further with tandem technical support. Ultimately, the customer reverted to an alternate method of insulin therapy.